Event description:
It was reported that the ilet user experienced a freestyle libre 3 plus continuous glucose monitor (cgm) pairing failure after scanning the sensor, with the ilet menu indicating "pairing with sensor," and functionality restored after an ilet restart that initiated the cgm warmup. No adverse clinical symptoms reported. Outcomes included successful device pairing and continued use after communicating the standard warmup period. User support included troubleshooting and user education, including device restart and confirmation of warmup status. Investigation of this case revealed a resolved communication/pairing issue between the ilet and the cgm sensor that was corrected by rebooting the ilet, with no hardware component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was user interface or transient software behavior consistent with normal device recovery following restart.

Manufacturer narrative:
Initial.